Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Caller was instructed on specific button-press technique, confirmed that display eventually turned on but remained difficult to activate, and planned to use multiple daily injections as backup insulin therapy; technical support arranged replacement pump under warranty, provided instructions for storage mode, advised caller to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed caller to return problematic pump using prepaid label within ten days, which caller understood and acknowledged.